Event description:
It was reported that a patient, who had a tha, underwent a revision procedure approximately 19 years 5 months post the initial procedure. The patient was revised due to expected wear and reports of dislocation. The head liner was exchanged. It was stated there were no issues with the surgery. The explanted device is not available for return. An x-ray was provided. No further information.

Manufacturer narrative:
D10: 114-01-01 - acumatch p-series, pf, plasma, n/c, sz 1: (B)(6). 120-01-48 - acumatch cluster cup porous coated 48mm: (B)(6). 120-65-20 - bone screw 6.5mm dia x 20mm long: (B)(6). 120-65-25 - bone screw 6.5mm dia x 25mm long: (B)(6). C-28m - ceramic head 28mm +0mm neck: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.